Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working properly when he attempted to do a bolus. Customer's blood glucose level was 495 mg/dl. He decided to remove the infusion set from his body and was currently treating with syringes per health care provider's instruction. A bubble was found on the reservoir. Due to over stacking with the syringe treatment, while the insulin pump was not connected to his body, he experienced low blood glucose levels. The insulin pump alarmed no delivery. The device was not returned.